Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor. One earring became embedded. She sought medical attention for removal and was prescribed antibiotics.